Manufacturer narrative:
We received one 777hf8 catheter with the monoject limited volume syringe without the packaging for evaluation. The reported event of the "balloon broke" was confirmed. The balloon was found to have ruptured in the central area with an area of the latex that appears thin or stretched. The balloon latex does not show any sign of latex deterioration. The edges of latex do not appear to match up at the ruptured site. All through lumens were patent without any leakage or occlusion. The catheter is free of any kinks or indentations. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon burst during use on a patient while attempting to obtain a pulmonary artery wedge pressure. There was no harm to the patient.